Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. As no further information has been provided to us despite repeated requests, it is not possible to conduct any further analysis. We will continue to ask for further information and will relay any information and further conclusions in a follow-up report.

Event description:
On (B)(6) , we have been informed by (B)(6) about a skin burn. At an unknown hospital a surgical procedure was performed. An electrosurgical generator (model unknown) and a monitoring dispersive electrode (model wr21) were used. The hospital also reported that the product "burned the patient's leg". Reviewing a photo provided showing the involved product after the procedure we assume that there is one 3rd degree burn. The photo also confirms that the patient was not shaven as hair is clearly visible in and next to the burnt area. The image of the involved electrode shows a burnt area on the left side of about 20x15mm when viewed from the connecting tab on the gel side. No further information on the patient, the generator model, the power settings, the orientation of the electrode, the nature of the surgical procedure, the patient injury, its precise location and the treatment have been disclosed so far despite repeated requests.